Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level ranging from 400 mg/dl to 700 mg/dl. The customer stated that the plastic lip ring was chipped. The reservoir was not able to lock in place. Customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.